Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy pad. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, put any ointment or creams on the skin irritation. Reporting out of abundance of caution. Follow up indicated that the skin irritation has improved.